Manufacturer narrative:
Date of event from (B)(6) 2017 to (B)(6) 2017. Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is undetermined.

Event description:
It was reported that during a procedure the side-firing fiber "prompted three errors at the same time in the display and stopped working¿. The procedure was completed with a turp. Patient status: ¿no harm was done to the patient¿.